Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The customer confirmed that the field service engineer on site resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the main5 is not detected on bus causing a delay in dispensing medications to the patient. The customer tried to recover the drawer by rebooting the station but failed. There were no adverse events or injuries reported based on this event.